Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery and low battery alert less than a week. Customer did not perform troubleshooting for no delivery alarm. Customer also reported that the insulin pump rewind slowly. Customer cannot recall their blood glucose reading. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted.(B)(4).